Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data (pd) error message due to an electromagnetic interference (emi) exposure. Technical services explained the pd error is caused by a corruption of the device ram memory. The patient data was re-entered, and the device settings were reconfigured. This s-ICD remains in service and no adverse patient effects were reported.